Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: 0144 competitor implantable tachy lead: (B)(6) 2000. (B)(4).